Event description:
It was reported to boston scientific corporation that an interject needle was used in the colon during a polyps procedure performed on (B)(6) 2021. During the procedure, the outer sheath fell off at the distal tip of the needle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the colon during a polyps procedure performed on (B)(6) 2021. During the procedure, the outer sheath fell off at the distal tip of the needle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6: medical device problem code a0501 captures the reportable event of sheath detached. Block h10: investigation results an interject sclerotherapy needle was received for analysis. Visual analysis of the returned device found the handle was detached. Under the microscope it was noted that the inner section of the blue hub was inspected and no evidence of attachment or scratches marks were found. No other issues were noted. The reported complaint is confirmed. Based on the available information, the results of the analysis show evidence that suggest that the handle was not properly attached. Based on the information available and the analysis performed, the most probable root cause for this problem is manufacturing deficiency. A documental investigation within e-DHR (electronic device history record) relating to batch 0026040330 was performed and no issues were noted with the batch that may have led to the complaint.